Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the basal software suspended insulin correctly but does not resume insulin therapy. There was no reported impact to customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain pump data for review regarding the event; however, no response was received from the customer.